Event description:
It was reported that the lead exhibited high thresholds on (B)(6) 2011 and no action was taken. On (B)(6) 2011 the patient deceased. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.